Event description:
A customer returned a box of test strips, lot 1a605b, complaining about inaccurate blood glucose readings. The pharmacist stated that the customer performed a side by side blood glucose comparison using those test strips and another brand of test strips (type unk). The customer "did not" obtain the same blood glucose readings when this comparison was performed(no specific blood glucose comparison results available). The pharmacist did not know whether the customer performed a normal control solution test. The pharmacist did not know whether the customer's meter was set to the appropriate code when the comparison was performed. The pharmacist did not know whether the customer exposed the test strips to extreme heat, cold or moisture. At the rep's request, the pharmacist examined the test strip bottle and the desiccant was present. The pharmacist could not provide the rep with the customer's name and telephone number. For this reason, the rep is unable to obtain further info.